Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We again have a problem with the plastipak 50ml syringes (photo in copy): pack seringue luer lock 50ml plastipak réf (B)(4) lot 10ka. The plunger was not compliant. The syringe is filled with 5fu. Have you had any new information about the 50ml syringes?

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, no damage or other defect can be observed. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.